Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by mother that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 574 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include low sodium and the presence of high ketones. The pod was removed at the hospital and patient was treated with insulin injections; upon pod removal, the cannula was found to be bent. The patient had been hospitalized since the prior day and remained in the hospital at the time of reporting.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Pod data indicates there was no struggle to deliver insulin. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The adhesive pad was not returned with the device. The adhesive welds were observed to be misaligned indicating the adhesive pad was incorrectly installed. This deficiency has no effect on the reported event and is just an observation.